Manufacturer narrative:
The pump was received with a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, and a bleeding ink/spot at the bottom of the lcd glass. There was no broken lcd window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a big spot of ink on the display and the window was broken on the insulin pump.